Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. It was noticed that abnormal rotation speed occurred. The connections were checked, the power source was turned off and on, and the advancer was replaced; however, the event persisted. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for product analysis. Console is running firmware version v05.18.00. Console failed the final functional inspection of 'offset-normal mode minimum flow rate' with reading 113.430 standard cubic feet per hour (scfh). The acceptable range is 45 +/- 5 scfh. The pneumatic kit from the gold unit was placed in the console and subsequently tested. That pairing failed the final functional test of the 'normal mode advancer simulator knob button initial flow' with reading 124.480 scfh. The acceptable range is 112 - 122 scfh. The original pneumatic kit was then paired with the front panel of the gold unit, and it again failed of the 'normal mode advancer simulator knob button initial flow' with a reading of 110.113 scfh. Console failed the visual inspection because the electrical connector port was damaged. The reported event was not confirmed.

Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. It was noticed that abnormal rotation speed occurred. The connections were checked, the power source was turned off and on, and the advancer was replaced; however, the event persisted. There was no patient complications reported.